Manufacturer narrative:
The customer contacted the siemens customer care center. Analysis of the information provided indicates that the cause for the discrepant elevated hcg result is unknown. Quality control results were within laboratory ranges. The issue impacted only a single patient result. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discrepant elevated human chorionic gonadotropin (hcg) result was obtained on a patient sample on the dimension exl instrument. The initial result was reported to the physician who questioned the result. The same sample was retested on an alternate dimension exl instrument and a lower, negative result was obtained. A corrected report was issued. There is no indication that patient treatment was altered or prescribed on the basis of the discrepant elevated (hcg) result. There was no report of adverse health consequences as a result of the discrepant elevated (hcg) result.